Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Visual evaluation condition/findings the damaged instrument appears consistent with crack initiation, propagation, and brittle fracture of the instrument material. The location and nature of the fracture appears consistent with applying a side-to-side force while trying to manipulate the attached device into a specific position during surgery. The crack may have initiated during a previous use and gone unnoticed. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the hudson screw- driver handle has been in the field since 2005. Exactech is aware of 3 other similar complaint reports involving hudson driver handles since 2008. (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2011. Therefore, this issue does not appear to be manufacturing-related a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this hudson screw-driver handle, 750-2002-039-rmr-instrument additions rev g, was reviewed. The risk is captured in line 17. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the rmr. Most likely cause: the fractured hudson screw -driver handle reported was likely the result of crack initiation, likely by applying a side-to-side force while trying to manipulate the attached instrument into a specific position during a previous use, propagation, and ultimate brittle fracture of the tines. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no patient adverse event, the tines broke on the back table. An investigation was conducted; the fractured hudson screw -driver handle reported was likely the result of crack initiation, likely by applying a side-to-side force while trying to manipulate the attached instrument into a specific position during a previous use, propagation, and ultimate brittle fracture of the tines.

Event description:
It was reported from the us that during an orthopedic surgery; the surgeon was using the screwdriver handle on the back table to tighten the reverse shoulder torque screw onto the humeral adapter tray and the tines on the screwdriver broke. No damage was done to any components and the patient proceeded forward without incident. Successful outcome. Patient¿s health was stable leaving the operating room. No pieces were left in the patient. The sales representative was present at the surgery and there was no delay. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.